Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error message. The programmer error logs contained system error messages. Software was reloaded and updated. During calibration, testing found the printed circuit board to be out of electrical specification. The power cord bay door was also observed to be broken. Product ID 2067 programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4)..

Event description:
It was reported that an error message occurred. The programmer was returned for repair. No patient complications were reported as a result of this event. Additional information was subsequently received that the error occurred when the programmer was started up. The programmer was rebooted, and the device check was able to be completed.